Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned balloon catheter found blood in the guide wire lumen and contrast in the inflation lumen and balloon, consistent with the reported use. The balloon was returned folded flat, which may not be uncommon after high pressure inflations or multiple inflations. There was no damage noted to the balloon catheter. The balloon was inflated and the outer diameter was measured at 15 atm with a snap gauge. The measurements met manufacturing criteria. During functional testing, the balloon catheter was pressurized to rated burst pressure (rbp) of 221 psi. Using a new indeflator filled with gastrografin, diluted 1:1 with water. The balloon inflated and held pressure without any abnormalities noted. A conclusive cause for the reported watermelon seeding could not be determined; however, it may be possible that the anatomy (which was reported as heavily calcified) contributed to the difficulty. Other potential factors include, but are not limited to, device placement, device size selection or use technique. All balloon dilatation catheters are 100% visually inspected on the manufacturing line, including the point where the protective sheath is placed over the balloon. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that during a heavily calcified right renal artery stenting procedure, during pre-dilatation, the viatrac balloon kept watermelon seeding or popping out of the lesion during pre-dilatation. The device was removed and a non-abbott balloon expandable stent was used to stent the lesion. There was no adverse patient sequela reported. Although requested, there was no additional information provided.